Event description:
It was reported that the patient's catheter broke for an unknown reason. The patient was using a heating pad, and "they" think the heat did something to the catheter. The patient had to go in to get the catheter replaced in 2004. The patient's pump was intended to infuse fentanyl and baclofen. Additional information was requested to determine patient outcome.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).